Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During inflation, it was noted that the shape of the balloons was not symmetrical. "Surgeon had to inflate the balloon to correct the upper side, deflate it, turn it, and repeat the procedure to correct the lower side." It was also reported that a "small leakage of cement was observed". No further details are known at this time.